Event description:
Atrial unipolar lead impedance warning on (B)(6) 2021 low impedance 190 ohms this is duplicate alert and has already been viewed by hcp on (B)(6) 2021." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).